Event description:
It was observed that during the device evaluation, the rigid video scope exhibited broken r-unit (charge coupled device) and therefore the image was foggy and poor quality image due to meniscus of the r-unit section being broken. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image is foggy and has a poor quality image due to meniscus of the r-unit section being broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.